Manufacturer narrative:
The autopulse platform (sn(B)(6)) involved in the reported complaint will not be returned to a zoll service depot for evaluation because the fault code was cleared. The platform was tested by the customer and it is functioning as intended. The reported fault code 27 was not reproduced. Therefore, service was not required to be performed by zoll.

Event description:
The customer reported while trying to use the autopulse platform (sn(B)(6)) for a rescue, the platform displayed fault code 27 (encoder fault) after approximately one minute of compressions. The crew attempted to reset the autopulse platform multiple times and checked the lifeband and the position of the patient without success. The crew immediately pulled the patient off mechanical compressions and switched to manual compressions. No impact or consequence to the patient. Per the site, the board was brought to the equipment manager after the call. He reset the band and was able to test it with manakins without encountering a further error code. The equipment manager was not present at the time of the rescue.